Event description:
A distributor in france reported a complaint regarding a pump that experienced repeated malfunctions, identified as "malfunction 16," on specific dates. However, there was no available information about any adverse impact on the customer's blood glucose level. As a corrective action, the pump is set to be returned, and a replacement pump with a new serial number has been issued.